Event description:
Customer reported experiencing low blood glucose readings and stated that sometimes the threshold suspend feature continues to stop insulin delivery even after clearing the alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.